Event description:
It was reported in 2009, the patient experienced weakness, a burning sensation, and /difficulty speaking following repositioning of the catheter and a decrease in medication (please see MFR. Report #2182207200907454). The drug in the pump was ziconotide. The weakness and burning sensation improved, however, the difficulties speaking got worse. The dose was not changed at this point. The patient additional showed symptoms of superhuman strength at disturbed consciousness, acoustic hallucination (seeing and feeling fire), psychosis, low heart rate (29-33 bpm), feeling cold and sweating at the same time, vertigo, orientation and coordination problems, movement disorder, dysphagia, loss of cooperation willingness, and a disturbed visibility. The patient has a prolonged hospitalization and was in the intensive care unit. The ziconotide was discontinued daily dose of 9 mcg in 2009. One week later, the hcp indicated the patient's symptoms were still ongoing, they were less severe, but fluctuating. At about 6 days later, the hcp stated the patient was recovering. In the next day, the hcp indicated the patient was getting better, and the ziconotide would not be restarted.